Event description:
A report was sent to (B)(4) regarding a titan table that moved on its own. There was no pt injury reported. The incident involved a damaged remote control that caused the table to move into a "flex position" without the user pressing a button. The case was at its conclusion when this occurred and the pt was moved to a bed to be transferred out of the operating room.

Manufacturer narrative:
The keypad of the remote had a visible indentation on the flex button. The movement reported was the table moving into the flex position as if the flex button were pressed. Upon plugging the remote into the table the remote caused the table to move into the flex position due to mechanical damage of the button. It seems that the snap disc was broken and lead to permanent or sporadic electrical conduct which triggered the movement. Remote was repaired. The hospital was retrained on how to stop unintended movement in the case of a damaged remote. Investigation is ongoing at trumpf.